Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The sample was provided for an examination and root cause analysis in our service laboratory in melsungen. 1. Reference sample: 1.1 model: perfusor space. 1.2 article no.: 8713030. 1.3 serial no./ lot: (B)(6). 1.4 software version: n030004. 1.5 hours of operation: 8923. 1.6 warranty: no. 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars were intact. The seal on the lower housing was missing. The device shows age related signs of wear and tear but no visible damage were found. 2.2 a functional test was performed. The device passed the self-test. An omnifix 50ml syringe was inserted, the pump identified the syringe and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read and analysed. On (B)(6) 2021 at 5pm a nutrisafe2 60ml syringe was selected. Based on the device history, it can be seen that the syringe is drawn up to approx. 60ml. The infusion started with a rate of 20ml/h and a volume of 60ml. Approx. 2 and half hour later the infusion was finished because the syringe was empty. No other abnormalities were found in the device history. 2.4.1 with omnifix 50ml syringe: a delivery accuracy measurement was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +1,40%. 2.4.2 with nutrisafe 60ml syringe (1015.603): a delivery accuracy measurement was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +1,06%. 2.4.3 with c-gon 60ml syringe (1015.602): a delivery accuracy measurement was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +1,31%. 2.5 after consultation with the national company, it was determined that the wrong syringe was used. The customer use the c-gon 60 ml syringe (1015.602) but selected the nutrisafe 2 60ml syringe (1015.603). 2.6 the device was disassembled and the inside was investigated. No visible damage was found. 3. Asessment: 3.1 the complaint could not be confirmed. The customer used the wrong syringe. No malfunction of the pump could be detected.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". Customer information: "reporter stated that she used a nutrisafe syringe on a perfusor space pump s/n (B)(4) to see how the infusion would go (as she reported an over infusion issue yesterday (B)(6) 2021 with a different perfusor space pump and nutrisafe syringe, see ref: cc (B)(4)) and advised that when set to delivery 60ml; over 3 hours there was 5.25mls vtbi left to be infused after the 3 hours. She then ran a smaller amount in (20mls) and left 0.89mls vtbi."